Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient stated that she has been experiencing e4 (occlusion) errors. She stated that on one occasion her blood glucose elevated to 360 mg/dl. She stated that she changed the infusion set and bolused through her infusion device to lower her blood glucose. Her normal blood glucose level is 150 mg/dl. No further information is available. The infusion set was requested to be returned for evaluation.